Event description:
Bi-lateral lasik for moderate myopia caused permanent "dry eye syndrome" as discussed with physician in 7/03. Pt was diagnosed with thygeson's superficial punctate keratitis by another physician. They have extreme photophobia and the sensation of sand being dragged between cornea/sclera and eyelids. They have monocular diplopia in right eye that presented 4-6 weeks post-operatively. Pt has extremely distorted images when looking at green traffic lights.